Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the values were drifting and inaccurate after calibration on the blood parameter monitor (bpm). The device was not changed out, as they compared values with lab analyzer. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt. Per clinical review on (B)(6) 2014: during cpb, the perfusionist (ccp) observed that the bpm was not closely matching the lab analyzer for specific parameters. According to the ccp, the inaccurate measurements (when compared to a lab analyzer) were partial pressure of oxygen (p02) partial pressure of carbon dioxide (pc02) and potassium (k+). The variance between the bpm values and the lab were as much as thirty percent difference, but the ccp stated the accuracy improved after in-vivo but the ccp stated the accuracy improved after in-vivo recalibrations. In spite of the in-vivo recalibrations, the inaccuracies were observed the entire cpb period.(B)(4)/MDR #1828100-2014-00218 clinical review continued: the color chip test passed at boot-up and the gas calibration (during set-up) was successful. The ccp stated there were no pt history issues or unique administered medications that might have lead to the inaccuracies. The unit was not changed out and was continued to be used for the procedure. The ccp stated the inaccuracies were obvious, and the bpm values were not used to treat the pt. The procedure was completed successfully without delay and without associated blood loss. The unit was not changed out. There was no harm observed or reported.